Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib function.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). The device was returned to zoll canada for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including without duplicating the report. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "pace defib device failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.